Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a discrepancy between the numerical table shift in mq and the visual match.

Manufacturer narrative:
Section h6 updated. Section h11 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. A number of fields were sent to the truebeam machine for treatment, these fields contained couch shift values. Because the fields contained couch shift values, truebeam asked the user to move the couch back to centre prior to taking the cbct to prevent the gantry colliding with the couch. The user centred the couch and then took two cbcts. Truebeam does not create a CT record by design, therefore mosaiq needed to compensate by creating that CT record itself using the positions from one of the slides from the above mentioned cbcts. This means the couch positions recorded for the CT record are as per where the couch was when the cbct was taken - in this case centred. The original couch shifts were then applied to the fields and the restore couch was performed to move the couch back to the intended treatment position, and the treatment fields were treated at this couch position. Both mosaiq and the beam records confirm this. Mosaiq did not have a malfunction and was working as designed and intended. There was no mistreatment of the patient.